Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-02073, 3005168196-2017-02074. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed seven smart coils using a smart coil detachment handle (handle). The physician then was unable to detach a smart coil using the handle, and therefore retracted the smart coil, however the smart coil detached within the non-penumbra microcatheter. The physician could not advance the smart coil using the pusher wire, and therefore the physician retracted and removed the pusher wire. The physician then used a guide wire to advance the smart coil to the target location within the patient. The physician then was unable to detach another smart coil using the handle, and therefore the smart coil was manually detached. The procedure was then completed using two more smart coils and the same handle. There was no report of an adverse effect to the patient.